Event description:
Site scrub product for intraluminal disinfecting pieces / fragments became lodged in hemodialysis line / central line and the line had to be removed and replaced. Concern that fragments are separating from product while disinfecting central lines which became lodged in this central and could cause harm to pt. The fragmented pieces were not able to be removed from central line which the pt had to have the central line removed and another line placed for hemodialysis treatments. Rn staff indicated that fragments have been separating from the site scrub, however this is the first time it has been reported due to the pieces becoming lodged in the central line and irretrievable. FDA safety report ID # (B)(4).